Manufacturer narrative:
Additional information was received on 03-sep-2025 which indicated that per the reporter¿s knowledge, the catheter was not exposed to any liquids or chemicals. In addition, stated that they returned the original packaging along with the catheter which can be examined. Clarification was received on 25-sep-2025 indicating she still has the catheter which is still in the original box and is going to go to another account next week to look for a bigger box to ship it back to the bwi product analysis lab. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that while removing an unopened sterile packaging for a thermocool smarttouch sf catheter from the storage room, it was observed that there were blue particles flaking off of the catheter that were inside the sterile packaging. This device will not be used. Additional information was received. The device was stored in an air conditioned, very large supply room that runs the length of the entire department. The ceilings are very high with only small, rectangular windows high on the exterior wall. The catheter was hanging on a metal rack that is also full of other ep catheters from biosense webster, inc. And other vendors. This has been the location of storage since they arrived at the facility. The device was stored approximately 2-2.5 years. Unable to go back further in customer connect prior to (B)(6) 2023. The production and expiration date (29-nov-2022, 28-nov-2025). Shipping manifest was unavailable. Physician was concerned about the condition of the catheter. All the catheters with the lot number were removed from the shelf.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 16-dec-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31060796l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).